Event description:
It was reported by service report that the fowler was drifting. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval result: fowler.